Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 370cc being used in a breast augmentation was found to be ruptured during the insertion. There was reportedly a procedural delay of five minutes. No other adverse events were reported.